Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 89791 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 89791 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes, after being centrifuged and during machine test, machine probe been clotted with gel and alarm, then oil gel globules were found.